Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would sometimes be unresponsive. Additionally, it was reported that the screen was cracked. The customer did not know how the touch screen became cracked but mentioned the pump was in a case. The customer's blood glucose level was not impacted. Customer would continue to use the pump for insulin therapy.